Event description:
It was reported that the patient had skin erosion over the lead site. The area was red and purple, further described as "nasty looking". The plan was to have the device removed, have it resterilized and then re-implanted 1 month later. Additional information was requested. Follow up information indicated that the device was removed to allow the patient to heal. The patient was reported as doing great and wanted the therapy re-implanted in a month or two. The patient took the battery home with her and still desired to have the device gas sterilized before implanting again.

Manufacturer narrative:
(B) (4)